Event description:
The complaint is reported as: the spring wire guide was "unraveled" prior to patient use. No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one opened ra set for evaluation. Visual examination of the returned sample did not reveal any defects or anomalies. The guide wire did not contain any kinks or bends. The total length of the guide wire measured to be 115 mm which is within specifications of 113-117 mm per product drawing. The outer diameter of the guide wire measured to be 0.443 mm which is within specifications of 0.432-0.457 mm per product drawing. The returned guide wire was able to fully advance through the returned introducer needle. The catheter was then able to fully deploy off the needle/swg assembly. A manual tug test confirmed the distal weld was fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The customer report of a damaged guide wire could not be confirmed by complaint investigation of the returned sample. The guide wire passed all relevant visual, dimensional, and functional testing, and a device history record review was performed with no relevant findings. No problem was found. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the spring wire guide was "unraveled" prior to patient use. No patient involvement reported.